Manufacturer narrative:
H11:correction. D4:corrected model#. Section d4 was updated to indicate correct model #. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Manufacturer narrative:
Results of investigation: the suspect component was returned to vyaire medical for evaluation. The exact root cause is not established as the issue is no longer reproducible. Return analysis visual inspection of the uut (unit under test) found no signs of damage or misuse. Performed ltv solenoid manifold test ¿ passed. Performed solenoid manifold high and low leak test using a test fixture manometer, high side down rate of 0.6 cmh2o and low side down rate of 0.2 cmh2o, requirement must be =1.0 cmh2o in 1 minute. Install the uut to a known good ltv test vent and perform transducer port leak test ¿b1 to b6¿ ¿ at 50cmh2o high side down rate measured 0.7 cmh2o in 1 minute(=1.0 cmh2o/minute). At 50 cmh2o low side down rate measured 0.2 cmh2o in 1 minute(=1.0 cmh2o/minute). High side and low side are both passing. High side and low side passed. The uut was tested and found to function to specifications.

Manufacturer narrative:
H3: 81 other - the customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device will not be returned.

Event description:
It was reported to the vyaire medical that they found a leak on the high-pressure side on ltv 2150. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.